Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose of 420 mg/dl and no delivery alarm. The customer's mother performed troubleshooting for no delivery alarm and insulin exited. The customer declined. The customer's mother stated that they switched to a different insulin pump. The insulin pump will not be returned for analysis.